Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. . Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population. Conclusion code: "cause traced to component failure." The following field have been corrected by this supplemental report: b. Adverse event or product problem. 2. Outcome attribute to adverse event. H. Device manufacturers only. 1. Type of reportable event. 6. Adverse event problem on health effect - impact code. 10. Additional manufacturer narrative.

Event description:
It was reported that this pacemaker device had four years remaining and then went to 2.5 years. Health care professional (hcp) called back to discussed timelines and updated time remaining. Additional information indicated that this device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed device environment. This device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device had four years remaining and then went to 2.5 years. Health care professional (hcp) called back to discussed timelines and updated time remaining. Additional information indicated that this device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed device environment. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. . Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. All therapy was available. This device is part of the hydrogen induced premature depletion advisory population. Conclusion code: "cause traced to component failure" .

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device had four years remaining and then went to 2.5 years. Health care professional (hcp) called back to discussed timelines and updated time remaining. Additional information indicated that this device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed device environment. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device had four years remaining and then went to 2.5 years. Health care professional (hcp) called back to discussed timelines and updated time remaining. Additional information indicated that this device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed device environment. This device was explanted. No additional adverse patient effects were reported.